Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician made an attempt to deploy the bands but failed to do so because the bands got tangled with the suture. The procedure was completed with another speedband superview super 7 device. It was noted that the patient bled a little at the varices during the procedure; however there was no additional information on how the bleeding was treated. The patient's condition at the conclusion of the procedure was reported to be stable.